Event description:
It was reported that the right ventricular pace/sense lead had an apparent fracture. Noise/chatter was noted to be present. The pacing impedance was noted to fluctuate and capture was non existent at maximum output. Reprogramming was performed to deactivate high voltage therapies until the lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the proximal segment of the lead was returned, analyzed, and no anomalies were found. Concomitant medical products: d274drg ICD, implanted: (B)(6) 2011. (B)(4).

Manufacturer narrative:
Product event summary: performance data collected from the device was received and analyzed. Analysis of the device memory indicated the criteria for the right ventricular lead integrity alert were met. Lead failure predictor was triggered on (B)(6) 2015 for ventricular short integrity counts and non-sustained episodes. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. The rv pace impedance was steady at 500 ohms through (B)(6) 2015, rises out of range (>2000 ohms) on (B)(6) 2015, then the average impedance decreased and varied from 532 to 1064 ohms.